Manufacturer narrative:
Retained sample and returned sample were tested for chemistry specifications and sterility. Returned sample met chemical specifications, but was non-sterile, likely due to user contamination. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
A father reported that his son experienced a corneal ulcer while including complete moisterplus in his lens care regimen. In a follow-up phone call to the son (pt), he explained that he had been experiencing red eyes for almost a week and continued to wear his acuvue 2 lenses on a daily basis. Late one evening while driving with the windows down in his car, he felt a sharp, stabbing pain (like glass) in his right eye. He used visine (not known which formulation) in an attempt to soothe his eye while still wearing his lenses. After several hours, the pain did not abate and he removed the contacts to wash his eyes with tap water. The pain became even more severe, so he sought medical attention at a local emergency room. Diagnosis given was corneal ulcer; treatment included vigamox and an "ointment". Pt saw an ophthalmologist the next day. Diagnosis of corneal ulcer was confirmed. The doctor reportedly was not able to determine causality. Pt was advised to continue treatment of vigamox, but to discontinue use of the ointment. Pt's symptoms are abating (6 days later).